Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and r ¿ wave amp variation. As received, a complete lead was returned for analysis. The reported events of failure to capture, and r ¿ wave amp variation were not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had no capture and device sensing issues in the for of r-wave amp variation. It was discovered that the rv lead was dislodged via a chest x-ray. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.